Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: joint pain, body aches, rupture, capsular contracture, baker grade unknown.

Event description:
Patient reported "body aches, joint pain, bed ridden for days" and a left side rupture (confirmed with MRI), capsular contracture, baker grade unknown. The events of "body aches, joint pain, bed ridden for days" have been captured as not device related pain and varied injuries. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on anterior side assessed, as surgical damage. Capsular contracture: unable to observe, since it is not related to the device. Pain- ndr: not applicable, as the event is not related to the device. Varied injuries-ndr: not applicable, as the event is not related to the device. Additional observations: creases are observed. White particles were observed, on the shell.

Event description:
Device has been explanted.